Manufacturer narrative:
Film evaluation results are: the exact cause of the likely suprarenal stent entanglement, and stent getting caught within the tapered tip sleeve while removing the delivery system could not be conclusively determined from the two angio videos provided. The pre-implant anatomy information and additional films during the implant procedure were not provided. It is possible that deploying the stent graft within a highly angulated aortic neck may have contributed to the likely suprarenal stent entanglement. From the angio videos provided, the suprarenal stent to the bifurcate main body was ~ 90 deg (l-r). Removing the delivery system without completely recapturing the spindle within the tapered tip sleeve, in combination with the entangled and mal-positioned suprarenal stent, may have contributed to the suprarenal stent being caught within the tapered tip sleeve during removal of the delivery system. Failure to follow instructions (the spindle was not fully retracted).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, the stent graft was deployed but became caught on one of the suprarenal stents when it was being retracted. It was determined that the suprarenal stent had not fully deployed. The physician was able to successfully remove the delivery system and the event was resolved. Per the physician, the cause of the event was unknown. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.